Event description:
It was reported that during a vns replacement surgery the lead was found to be fractured (reported in MFR report# 1644487-2018-00955) and yellow liquid was found in the patient¿s chest pocket. It was originally thought to be an infection but it came back negative for infection. The neurosurgeon was not comfortable doing a revision or replacement of battery. Follow-up from the physician provided that the fluid was possibly a reaction to the device, and that drainage and a culture of the fluid were performed. Full revision surgery occurred. The explanted devices have not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
The explanted devices were reported to have been discarded.